Manufacturer narrative:
Correction section h6 investigation conclusion should have been 4315 - cause not established rather than 11 - conclusion not yet available the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000073389.

Event description:
It was reported that the patient had high impedances on one of their leads. Surgical intervention is planned to replace the lead. It is unknown which lead contributed to the issue.